Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user manually powered off the pump and was unable to power it back on without placing it on the charger, during which time the user experienced hyperglycemia up to 400 mg/dl; the device did not alert, and glucose returned to range after the device was powered on. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding device behavior after manual shutdown and discussion of using the pause feature instead of powering off; a replacement clip and a charging pad were arranged. Investigation of this case revealed a device behavior consistent with design for manual power-off requiring a charger to restart, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.